Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired. Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-4). Customer stated that he is feeling tired but declined the need for any medical intervention at the time of the call. During the call, a blood test was performed by the customer and produced te-4 error message using true metrix go meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/26/2024 and open vial date is 2 weeks ago.